Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Continuation of medical products: product ID: 924256, lot# 082215217a, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the during a bilateral lead placement, one of the screws on each side broke while being screwed into the skull. In each case, part of the screw broke off and the tip of the screw was embedded in the patient¿s skull. Also, because the tips of the screws were embedded, they had to back out the first screws that were placed, slightly rotate the stimloc, and re-tap the screws. The rest of the stimloc was implanted. The manufacturer¿s representative stated they needed resolution to this increasing problem. There were no reported issues with the patient and was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. Relevant medical history included parkinson¿s disease. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified damage to the threads on the stimloc screw. If information is provided in the future, a supplemental report will be issued.